Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. Reportedly, the pump failed to power up, the screen was blank, and there was no audible tones or vibration. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings. On investigation, the alleged no power issue was not duplicated in the evaluation. Review of black box data found a couple of replace battery alerts followed by power-on-reset. No damages were found with the battery compartment and no evidence of moisture intrusion was found inside the compartment. Using the returned battery cap, the pump powered up to the verify screen with auditory and vibratory features. The keypad buttons responded properly. Unrelated to the complaint, the display was found to be dim and discolored and the text orientation was out of alignment. The bolus button cover was torn and the button was sticking after the first press. Removal of the bolus button cover found contamination on the bolus button contact. The pump also emitted a motor rewind error alarm when the rewind function was attempted. The rewind/load/prime sequence and the 24-hour basal exercises were unable to be completed. The pump casing was opened to investigate and moisture contamination was found on the motor connector wire, on the bolus button assembly, and on the printed circuit board. Additionally, the display screen was found to be misaligned but securely taped to the pump. Due to motor rewind error alarm and moisture damage, the ¿no power¿ complaint could not be fully investigated.